Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump motor stuttered. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.